Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling weak and tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test results of 199 mg/dl using true metrix meter. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date is night prior to call. .

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak and tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.